Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient reported that the infusion set occluded during use but the infusion device did not display an error message. This resulted in elevated blood glucose (value not provided). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.